Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant 803-006. It was reported that a female patient underwent breast reconstruction surgery with 450cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018, and experienced anisomastia which required bilateral surgical intervention (fat grafting). As a result, the patient underwent bilateral explantation and replacement with unknown size unknown gel implants on (B)(6) 2020. Now the patient again experienced bilateral anisomastia with the replacement devices which required bilateral fat grafting, and a lift of the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device for the second adverse event.

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a female patient underwent breast reconstruction surgery with 450cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018, and experienced anisomastia which required bilateral surgical intervention (fat grafting). As a result, the patient underwent bilateral explantation and replacement with unknown size unknown gel implants on (B)(6) 2020. Now the patient again experienced bilateral anisomastia, and wrinkling with the replacement devices which required bilateral fat grafting, and a lift of the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental medwatch report is for the patient¿s left-sided device for the second adverse event.

Manufacturer narrative:
On july 7, 2023, mentor received additional information which was reviewed by the clinician and even detail under field b3, and codes have been added/updated under section h have been updated on this form. Manufacturer¿s reference number: (B)(4).